Event description:
It was reported that there was a sensing anomaly due to an insulation defect.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field event was verified in the laboratory. The insulation was abraded and the blue cables were damaged and exposed. The lead also had extensive damages and holes. The insulation under the shock coil was abraded and the sensing coil was exposed. Abrasion was also found on both the rv cables and the sensing cables, allowing for direct contact with the pacing shock coill. This could explain the sensing problems observed in the field. There is no indication that the observed damages are production related.